Event description:
Reporter stated that a sample was tested using the suspect device, with a blood pt result of 8.0. The same sample, when tested by a reference lab, reportedly measured 3.0 inr. No pt info was provided. No adverse event was reported. The suspect product was not returned to the MFR for evaluation.